Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called to request a service call for this vent (B)(4). This vent "failed" while on a pt two weeks ago. [Name removed] had a rt discuss the problem with me. She explained that she wasn't there, but was told that the driver suddenly stopped. The vent alarmed and the oscillator stop light was on. They didn't notice any drop in map, but just quickly switched the pt to another 3100a. There was no pt compromise. She evaluated the vent and could duplicate the complaint. The vent would pressurize, but then after a few minutes, the ddi would shift all the way to the left, amplitude would drop and driver would stop. She did not notice any drop in map. I will dispatch and place that call in the rep's queue." The following description of the event was copied from the user facility medwatch report rec'd from the FDA on 09/25/2009. Event desc: pt placed on oscillator; 40 minutes later, it began to audibly alarm and the oscillator stoplight was on. The piston position indicator was pushed to the extreme right. Pt was bagged with o2 while repeated attempts made to restart oscillator. Unit was replaced. No untoward outcome to pt." "Device usage problem: device failed (e.g broke, couldn't get it to work or stopped working)". "Settings of vent at time of incident: bias flow 2 o2, 15 hz, 33% t; ap 20cm h20, map-20cm h2o, pressure limits: high-18 cm h2o, low-12cm h2o, fio2 29%. Alarm settings: max paw-18cm h2o, min paw-12cm h2o. Current hour meter: (B)(4)".

Manufacturer narrative:
(B)(4): the following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep and the carefusion failure analysis lab tech. The carefusion field service rep evaluated the device and determined that the root cause of the reported event was caused by a intermittent power driver module assembly (B)(4). The device would intermittently stop and restart with visual and audible alarms. The carefusion field service rep replaced the power driver module assembly and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer read to be placed back into service. Upon receipt at the factory, the power driver module assembly (B)(4)was evaluated by the carefusion failure analysis lab technician and was not able to reproduce the reported intermittent failure thus, was not able to identify a root cause in this alleged event. A review of trended complainants for the past 6 months does not reveal a trend associated with the power module, at present this even tis considered to be an isolated incident. Additionally, this file will be trended as part of our monthly trending.